Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent mesh revisions on (B)(6) 2014 and on (B)(6) 2018 due to hernia recurrence. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 04/30/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA:(B)(6) 2020. Additional information: b7, d1, d2, d4. H6 patient code: 1994. Additional b5 narrative: it was reported that following insertion the patient experienced pain, abdominal pain, seroma and adhesion.

Manufacturer narrative:
Date sent to the FDA: 4/29/2021.